Event description:
It was reported that loss of pacing, loss of capture, and high pacing impedance were observed on the right ventricular (rv) lead immediately post-implant. During revision, conductor fracture was observed on the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events of lead fracture, failure to capture, and high pacing lead impedance were not confirmed. As received, a complete lead was returned in one piece. Lead impedance test could not be performed due to as received condition of the lead. Visual inspection of the lead found that the connector pin and crimp sleeve were pulled out of the connector assembly along with the inner coil due to excessive forces which consistent with procedural damage. Electrical tests and x-ray examination of the lead did not find any indication of conductor fractures or internal shorts.